Manufacturer narrative:
The reports are being submitted as a part of a retrospective review, after acquisition of amt by medtronic. (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the cage was broken during insertion. It was removed and a new cage was inserted. No patient complications were reported.